Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that low r-waves and lead dislodgement were noted. The lead was explanted and replaced. There were no adverse consequences to the patient.